Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, justification for no UDI: this device was manufactured before the UDI requirements. The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including bench handling, impedance calibration testing, defibrillation cycling, and defib/pacer stress testing without duplicating the report. An internal inspection found no discrepancies. The pace/defib engine board was recommended to be replaced as a precaution. The customer declined the repair and the device was returned at their request "not certified for clinical use". Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to cardiovert a 71-year-old male patient, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.